Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 33 mg/dl, 201 mg/dl, 123 mg/dl, and 56 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
It was reported that the device reached recommended replacement time (rrt) sooner than expected given the programmed settings and therapy usage for the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. Two of the readings the customer reported were found in meter memory. This is a final report.